Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery would take place. Revision surgery took place (B)(6) 2017 and set screws were removed.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The set screw was observed to have 1.5mm portion of threads missing on one side across all threads. The pattern appeared to be consistent with probable cross threading. Cross threading likely contributed to set screw loosening. It could not be confirmed if fusion level was also a contributor or when thread failure occurred.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery would take place. Revision surgery took place (B)(6) 2017 and set screws were removed. (Related to 3004774118-2017-00197).